Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced no sound and no lock between the external equipment and the cochlear implant. External equipment was exchanged, however this did not resolve the issue. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. It is believed that the failure of this implantable cochlear stimulator was caused by a loss of hermetic seal. This is concluded from the residual gas analysis and dye penetrant data. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
.